Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to a protime poc meter during pt's initial training with inratio meter: date: (B)(6) 2011, inratio: 1.1, retest1 inratio: 2.1, rettest2 inratio: 1.1, protime meter: 3.2. All tests were performed within 30 minutes. Pt's target therapeutic range is 2.5-3.5.